Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 08-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("one of the devices had migrated out of her tubes and was going into bowel"), embedded device ("device migrated into bowel, it was all stuck together") and genital haemorrhage ("bleeding") in an adult female patient who had essure (ess205) inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida. On (B)(6) 2002, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), back pain ("pain in back just before a period"), abdominal pain lower ("sharp pains in lower abdomen"), mood swings ("mood swings out of control") and depression ("very depressed"). The patient was treated with surgery. Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation, embedded device, genital haemorrhage, back pain, abdominal pain lower, mood swings and depression outcome was unknown. The reporter considered abdominal pain lower, back pain, depression, device dislocation, embedded device, genital haemorrhage and mood swings to be related to essure (ess205). The reporter commented: essure was inserted 6 weeks after delivery of her son. At the time of insertion, it all seemed to go pretty well and was easy, all she had to do was go for an ultrasound around the 6 week mark. Due to her pains she have been diagnosed with diverticulosis a number of times and even after scans no doctors have ever said maybe it could be the essure. Even if she mentioned it, it was quickly dismissed as probable not and it¿s just diverticulosis. After her surgery to remove the devices she went about healing which has taken a long time. Some time after she started bleeding and had to go in for more surgery to repair the damage. She mentioned she still need to go for more scans but she just can't afford them. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (therapeutic goods administration, reference number: (B)(4)) on (B)(6) 2019. The most recent information was received on 21-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('one of the devices had migrated out of her tubes and was going into bowel'), gastrointestinal injury ('device migrated into bowel, it was all stuck together') and genital haemorrhage ('bleeding') in an adult female patient who had essure (ess205) inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida. On (B)(6) 2002, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), gastrointestinal injury (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), premenstrual pain ("pain in back just before a period"), abdominal pain lower ("sharp pains in lower abdomen"), mood swings ("mood swings out of control") and depression ("very depressed"). The patient was treated with surgery. Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation, gastrointestinal injury, genital haemorrhage, premenstrual pain, abdominal pain lower, mood swings and depression outcome was unknown. The reporter considered abdominal pain lower, depression, device dislocation, gastrointestinal injury, genital haemorrhage, mood swings and premenstrual pain to be related to essure (ess205). The reporter commented: essure was inserted 6 weeks after delivery of her son. At the time of insertion, it all seemed to go pretty well and was easy, all she had to do was go for an ultrasound around the 6 week mark. Due to her pains she have been diagnosed with diverticulosis a number of times and even after scans no doctors have ever said maybe it could be the essure. Even if she mentioned it, it was quickly dismissed as probable not and it¿s just diverticulosis. After her surgery to remove the devices she went about healing which has taken a long time. Some time after she started bleeding and had to go in for more surgery to repair the damage. She mentioned she still need to go for more scans but she just can¿t afford them. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.